Event description:
This lead was explanted due to intermittent over sensing. A similar lead was implanted. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut at approx. 45.5 cm proximal to the lead tip. Only a distal lead fragment was received for analysis. At the proximal end of the distal lead fragment 1 cm of the insulation was missing. A proximal part including the serial number was not returned. The received lead fragment was subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead fragment. In particular approx. 36.5 cm proximal to the lead tip the insulation was found squeezed and deformed. This damage can be considered to be the root causes for the clinical observation of oversensing mentioned in the complaint description. Based on the characteristics as well as the location of this damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular - first rib entrapment. Furthermore the deformation of the proximal shock coil most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.